Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Technical support decided to send a replacement tandem cable and wall adapter. If the pump battery depletes before the replacement arrives, the customer will rely on an old pump.